Event description:
On (B)(6) 2013, the reporter stated that the physician was administering medication to pt in the coccyx area and when he pushed the plunger rod of the syringe felt resistance and was unable to administer medication due to blocked needle. The doctor was concerned that the needle entered into the rectum during push of plunger rod causing a puncture in the rectum and exposing the patient to potential infection. Additional info received via telephone on (B)(6) 2013, spoke with the doctor's nurse who stated that the pt received prophylactic antibiotic for a possible infection. The pt has not called for any issues involved with the event. The doctor will see her again on her next regular follow up visit. No further info is available.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.